Event description:
Ventilator alarm sounded & respiratory therapist went into room to investigate and found the "air source failure" alarm ringing. Therapist immediately began manual ventilation of the patient and a replacement ventilator was applied.patient had no change in condition.